Event description:
It was reported that the handpiece was reading as overheating on the console during an oral procedure. The same device was used to complete the procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. A condition of the device overheating was found when the drill exceeded the maximum allowed temperature on the spindle housing. Based on the investigation details, the likely cause was problems with the rotor, motor, and driveshaft, which were each replaced along with other components. Service will repair and return the device to the customer.